Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation the foreign material could not be identified. In addition, the root cause for remaining foreign material could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. In addition to the reportable findings documented in b5, non-reportable findings are as follows; light guide lens and bending section cover were broken, charged coupled device lens had scratches, light guide bundle was abnormal, there was a white scratch on the image due to a broken charged coupled device unit, waterproof failure due to a dented channel tube, the aspiration quantity was out of standards due to a dented channel tube, the gap on the up down knob is out of standards due to a worn angle-wire, universal cord was dented, switch 1 was deformed, switch 2 was cut off, connecting tube was corrugated, and angulation in the up direction was out of standards due to a worn angle-wire. The device was returned and evaluated, and foreign objects were found in the biopsy channel; this has been attributed to insufficient cleaning. The device was pre cleaned immediately after procedure, the customer did clean, disinfect, and sterilize the device before sending it to olympus, there was no delay in the start of precleaning, there were no abnormalities in the accessories used for reprocessing, the customer wiped/brushed the air/water nozzle with clean lint-free clothes, brushes, or sponges, the customer flushed the air/water nozzle with detergent solution, and the customer had no concerns about the reprocessing process. According to the customer, the following details regarding the cds process were unknown: whether the customer flushed the air/water nozzle with air and water, and whether the customer immersed the endoscope in the detergent solution. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the colonovideoscope light guide lens had insufficient light. The issue was found during preparation for use of an diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: residue and foreign material from biopsy channel. There were no reports of patient harm or procedure delay. The procedure was completed using a similar device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.